Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however proximal conductor was distorted, blood was noted in/on the helix mechanism and the lead appeared damaged at implant. Full lead returned and analyzed.

Event description:
During the implant procedure, the lead could not be secured to the cardiac tissue. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.